Manufacturer narrative:
Citation: tamim m, et al. Early basal cuspal tear of a porcine bioprosthetic mitral valve causing massive mitral regurgitation. J ca rdiovasc dev dis. 2020 nov 6;7(4):52. Doi: 10.3390/jcdd7040052. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient who had undergone aortic and mitral valve replacement with medtronic mosaic bioprosthetic valves (unique device identifier numbers not provided). Four years later, the patient presented with acute dyspnea and subsequently required intubation and mechanical ventilation. Transthoracic and transesophageal echocardiography showed severe mitral regurgitation and dysfunction of the mosaic mitral valve and the patient was referred to the authors facility. Upon admission, repeat transesophageal echocardiography revealed a flail mitral valve leaflet causing severe mitral regurgitation and compromised hemodynamics (elevated systolic pulmonary artery pressure and aortic valve gradient). Consequently, the authors performed urgent redo-mitral valve replacement. On inspection, one of the mosaic mitral valve leaflets was detached across its base from the frame of the valve (basal cusp tear), almost from commissure to commissure. The authors noted the valve otherwise appeared normal without vegetations, thrombus, or signs of valve dehiscence. The mosaic mitral valve was explanted and replaced with a non-medtronic mechanical valve. The mosaic aortic valve was inspected through a small aortotomy, which revealed a well-functioning valve without any vegetation. Three weeks after the surgery, the patient had made steady progress and was transferred to the referring hospital for recuperation. No additional adverse patient effects or product performance issues were reported.